Event description:
This pt's cochlear implant was incorrectly placed in pt's vestibule instead of pt's cochlear. This was confirmed by a CT scan. The device was explanted in 2004 and pt was successfully reimplanted at this time.